Manufacturer narrative:
Product serial number was not provided.

Event description:
It was reported that the patient presented at a follow-up in clinic. During interrogation, when loss of capture was induced by the leadless pacemaker, it was unable to be determined due to the link module electrocardiogram anomaly. A secondary electrocardiogram revealed the loss of capture. The patient was in stable condition.